Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The nc tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(4). Although this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. Evaluation summary: visual and functional inspections were performed on the returned device. The reported leak was unable to be confirmed. The tenku coronary dilatation catheter instructions for use states: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulty appears to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat a lesion located in the second diagonal in the left anterior descending (lad) artery. Resistance was not felt during advancement of a 2.25 mm x 15 mm tenku rx through the lesion for pre-dilatation and it crossed successfully. When the balloon was inflated, the pressure decreased. A leak was suspected around the connector. Inflation was performed several times in order to keep the balloon inflated and pre-dilatation was achieved. It was stated that the device was not soaked in saline prior to use. The procedure was completed successfully after a stent was implanted. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.